Manufacturer narrative:
At the time of investigation, there was no CAPA and no trends associated with this event type. The product has not been returned for evaluation, and therefore cannot be evaluated. A review of the lot was conducted and found no non-conformances associated with this specific complaint type. The lot met release requirements. Complaints of this nature are monitored through tracking and trending. If a trend is detected, further investigation will be conducted throught he CAPA/continuous improvement process. Not further action is required at this time. (B)(4).

Event description:
"In a phone call on (B)(6) 2021, (B)(6) noted that two implants broke during dr. (B)(6) case. The first broken implant was described as snapping when it was being screwed in, specifically at the head of the implant where "it's connected to where it's broached." This implant was disposed of and a new implant was effectively used. The second implant also broke is a similar location when trying to screw in the implant. (B)(6) also noted that the implant tip appeared broken. However, the metal threading was described as also "unraveling" and "disintegrating." This metal threading came off of the implant and was lodged in the patient. The doctor made an incision near the implant site and was able to successfully remove the metal threading without using x-ray. The doctor was frustrated due to the two events and ended up using k-wires for fixation as an alternative. It was noted that the surgery time increased from 1.5-2 h to 3.5-4 h due to the two events. However, the patient was noted to have no adverse events as of their follow-up visit on (B)(6) 2021. Dr. (B)(6) described the implants as being very "delicate" and recommended creating a more flexible implant design."